Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, one linear opening on the radius, and brown particles in the shell. Leak test and microscopic analysis were performed which identified one sharp crease opening on the radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp crease opening on the radius due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "already deflated in patient." Device has been explanted.